Manufacturer narrative:
The reported event was not caused by a deficiency of the device as the expiry date was clearly legible on the label. Review of the device history records of the device reported did not indicate any conspicuities; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) february 2019 (nominal value). Finally, the expiry date should have been noticed prior to opening as it is obviously identifiable. According to available labels in the DHR the expiry date was clearly legible. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to an inadequate environmental control at user site, therefore classified as a user-customer-shelf-life exceeded issue. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be updated accordingly.

Event description:
It was reported that the hospital opened an expired guide wire. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the hospital opened an expired guide wire. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.